Event description:
Ous MDR - after an implantation period of approx. 73 months, oversensing on egm with arm manipulation was reported. Furthermore a change in amplitude and impedance was observed in (B)(6). No adverse patient side effects have been reported. The lead was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 19 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were returned for analysis. In between, an approx. 3 cm segment of the lead body was missing. The visual inspection revealed multiple abrasion marks along the lead body. In the proximal area of the lead fragment, the insulation was abraded, resulting from friction against another implantable device, such as a nearby lead. Furthermore, the insulation was rubbed through in the distal area of the lead. This damage can be considered as the root cause of the reported oversensing, and presumably occurred due to significant stress of the lead in the implanted state. Conceivable factors are interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which had an impact on the leads motion. Furthermore, tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing influences. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.